Event description:
The surgeon who performed knee surgery prescribed a donjoy iceman cold therapy system to be placed continuously on the knee for several days after surgery. The pt was provided with no other instructions by the hospital, the surgeon or donjoy about how could to set the device or how long to leave the system on for an extended period of time could cause frostbite like injuries. The donjoy iceman itself carries no warnings about risk of severe injury if the system is set too cold or left on too long. The pt after 2 days developed frostbite like symptoms, skin loss and went on to develop chronic regional pain syndrome (crps).